Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015817 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Event description:
It was reported that ext set smallbore tbg w/4 female ll was damaged. The following information was provided by the initial reporter: material no.: 10015817 lot no.: unknown it was reported that there was cracking in a quadfuse set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext set smallbore tbg w/4 female ll was damaged. The following information was provided by the initial reporter: material no.: 10015817, lot no.: unknown. It was reported that there was cracking in a quadfuse set.